Event description:
Additional information indicates the patient experienced ineffective therapy and one of the extensions exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2025, wherein the extension was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which extension attributed to this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against one of three extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: extension, model: 3341, UDI: (B)(4), batch: 5689655 common device name: extension, model: 3341, UDI: (B)(4), batch: 6854121 d4 correction: lot number should be 5864426 rather than 6854121. D4 correction: expiration date should be 22feb2019 rather than 18feb2021. D6a correction: implant date should be (B)(6) 2017, rather than (B)(6) 2019. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against one of three extensions; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: extension, model: 3341, UDI: (B)(4), batch: 5864426, 5689655.

Event description:
It was reported that the patient had an extension replacement for an unknown reason. The investigation did not determine which extension attributed to this issue.